Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device lost rotation. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, rotation stopped after a short period of use. Atherectomy was completed with this device and no other catheter was used. There were no patient complications reported and the patient's status post procedure was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the 2.4mm jetstream xc catheter was returned for analysis. Visual examination showed no damage on the device. The functionality of the device was checked by setting up the product per the IFU. The device primed as designed. The device was tested for rotational functionality and the devices blades did spin. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the device lost rotation. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, rotation stopped after a short period of use. Atherectomy was completed with this device and no other catheter was used. There were no patient complications reported and the patient's status post procedure was stable.